Event description:
It was reported that during a laparoscopic appendectomy procedure, the bag broke while attempting to remove the appendix. A new device was used to continue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 5/23/2024 d4: batch # unk investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was not returned for analysis. The suture and the bag were not returned for analysis. Only a piece of plastic bag from another company was returned. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records couldn't be reviewed as the batch number is unknown.